Event description:
Terumo medical received FDA medwatch report (B)(4). The event description states: "while removing the fathom wire through the pro great microcatheter, part of the tip of the wire (7-10cm) broke off in the artery and was unable to be removed despite attempt via snare. What was the original intended procedure: y 90 radioembolization. Selective catheterization celiac artery for celiac artery angiogram. Original intended procedure: superselective catheterization of the right hepatic artery for right hepatic artery angiogram and coned beam CT. Cone beam dyna CT with catheter positioned in hepatic arteries with additional 3-d image postprocessing. Transarterial delivering y90 sirshpheres in superselective right hepatic artery. Ultrasound guidance for arterial access. Limited right common femoral artery angiogram and closure device deployment for hemostasis."

Manufacturer narrative:
B3: date of event: june 2024. E3: occupation: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the involved product code and lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Additional information was received on 21jan2025: the tip of the guidewire remains inside of the patient's vessel. The patient was stable and there appears to be no long lasting issue.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b3 and section b5, to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The yield rate at the time of final visual inspection of the product with the involved product code/lot number in the manufacturing process was investigated. - when compared with nearby lots, no reduction in yield rate was observed. (Cause of occurrence). Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Regarding "part of the tip of the wire (7-10cm) [combined device] broke off" that was described in the FDA form, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the causal relationship between the breaking off of the actual product and the guidewire. (Countermeasure). Ashitaka factory has been making efforts in maintaining the quality of the product by performing following work and inspections. - the product is always flowed in the production process with a core wire inserted in the lumen to assure the catheter lumen. - after the product assembling process, a core wire conforming to the maximum applicable guidewire is inserted over the entire length of the catheter, and 100% insertion inspection is performed. - before the product packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a kink or crush. (B)(4).